Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, and labeling review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely depressed potassium results while using the architect c8000 analyzer ict module. The following data was provided for one patient. Sid (B)(6) initial 2.13 mmol/l, repeat using another analyzer (architect c16000) 4.27 mmol/l no impact to patient management was reported.